Event description:
Customer reports pt undergoing a cysto procedure stone removal and stent placement, when fluoro failed. Staff brought a portable fluoro c-arm into the room and procedure was completed without further incident. Customer did not provide pt info, other than to say the pt outcome was fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.